Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined; however, when customer changed pump supplies the occlusion alarm recurred. Multiple attempts were made by clinical support to follow up with the customer for additional troubleshooting, but no response was received. Customer's blood glucose was 145-375 mg/dl. No additional information was provided.